Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
During a fitting session, in-situ measurement on the left side showed 6 electrode channels with high impedances. According to parents and speech therapist, the patient's bilateral performance is good. No degradation in the hearing was suspected as the patient is using both the devices.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During fitting session, in situ measurements on the left side showed 6 electrode channels with high impedances. According to parents and speech therapist, patient's bilateral performance is good. No degradation in the hearing was suspected as the patient is using both the devices. Patient was scheduled to be seen again on (B)(6) 2015.